Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: this is a complaint about foreign objects (cap fragments and black foreign objects) found before use. Astellas pharma conducted an incoming inspection of the appropriate product. During the acceptance test, two foreign objects were discovered in the visual inspection of 315 test samples. Chipped needle cap (foreign object outside the flow path). It does not interfere with use, and the cap is not subject to visual inspection under product specifications. While its shape clearly indicates it is part of the cap, it could also be considered a non-flow path foreign object: 0.8mm or larger. Non-flow path black foreign object. We considered the possibility that this foreign object could enter the flow path. While its size does not render it non-compliant as a non-flow path foreign object, it would be non-compliant if found within the flow path. Non-flow path foreign object: 0.8mm or larger flow path foreign object: 0.397mm or larger regarding the sample, we were unable to identify the black foreign matter during our investigation. We will send the actual product, but please refer to the attached photo for details of the foreign matter. The foreign matter was attached to the needle by static electricity and was thin. There is also a black substance kneaded into the area where the hub and needle are attached, so it may be the same thing.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up. To support the investigation, one sample in an opened packaging blister and seven photographs were submitted for evaluation by the quality team. A visual inspection was conducted, revealing damage to the bottom portion of the plastic shield, with a piece of plastic missing. This missing fragment was found inside the packaging blister. Among the seven photographs provided, several depicted the physical sample received. Two of the images showed a dark-colored speck near the needle tip. No additional defects or irregularities were observed. The observed damage may occur if a jam takes place at the packaging feeder. However, without further physical sample analysis, a probable root cause for the foreign matter on the needle could not be determined. A review of the device history record for material number 30521104, lot 4116646, was completed. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the analysis of the sample, the condition reported by the customer has been confirmed.